Manufacturer narrative:
(B)(4). The customer reported they disagree with a shock advisory decision in the AED mode. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they disagree with a shock advisory decision in the AED mode. There was no report of negative pt impact.